Event description:
It was reported that during ilet setup the user¿s freestyle libre 3 plus continuous glucose monitoring (cgm) sensor could not be scanned, despite rescanning attempts, and the user was advised to try a different phone and ultimately to start a new sensor, consistent with an intermittent communication failure involving the sensor¿s electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and care team. Investigation of this case revealed an interoperability problem between the systems, consistent with intermittent communication failure associated with the antenna/electrical-magnetic component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.